Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one female patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial troponin result= 150.0 pg/ml; repeat results on other analyzers= 1.4 pg/ml, 1.0 pg/ml and 1.0 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one female patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial troponin result= 150.0 pg/ml; repeat results on other analyzers= 1.4 pg/ml, 1.0 pg/ml and 1.0 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The search for similar complaints for lot 67109ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 67109ud00 and issue. The device history record did not identify any nonconformances, potential nonconformance or deviations associated with the lot number 67109ud00. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median of the patient results obtained for lot 67110ud00 (which contains the same bulk material as lot 67109ud00) is within established limits and comparable with historical lots in the field. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot 67109ud00 was identified.